Manufacturer narrative:
Covidien product monitoring contacted the customer who stated facility biomed replaced the malfunctioning generator console with one from another urology suite on site. System is fully functional. No reported problems.

Event description:
On (B)(6): customer reported patient undergoing a stent placement procedure when system lost fluoro. Physician finished the procedure with a portable fluoro c-arm. There was no injury to the patient. Customer did not know patient age or gender.